Event description:
It was reported that that the patient with this artificial urinary sphincter experienced recurrent incontinence. Fluid loss from the balloon was identified. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this cuff underwent a thorough analysis. The cuff passed visual and leak testing. Analysis could not confirm the reported clinical observations. The reported incontinence is a known inherent risk of device.

Event description:
It was reported that that the patient with this artificial urinary sphincter experienced recurrent incontinence. Fluid loss from the balloon was identified. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
H6: patient code updated. H11: balloon analysis added. Upon receipt at our quality assurance laboratory, this cuff underwent a thorough analysis. The cuff passed visual and leak testing. The balloon was visually and microscopically inspected. Microscopic inspection identified a pinhole in the balloon shell. The ballon did not pass leak testing. Analysis confirmed the reported clinical observations. The reported incontinence, which the device issue like caused or contributed to, is a known inherent risk of device.

Event description:
It was reported that that the patient with this artificial urinary sphincter experienced recurrent incontinence. Fluid loss from the balloon was identified. The device was explanted and replaced. No further patient complications were reported.